Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose levels read as "high." Specific blood glucose values were not available. A manual insulin injection was administered to address bg level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. To resolve the issue, customer changed the infusion set and cartridge and resumed insulin administration.